Event description:
Device 1 of 4. Reference MFR. Report number: 1627487-2019-02799. Reference MFR. Report number: 1627487-2019-02800. Reference MFR. Report number: 1627487-2019-02801. It was reported that patient experienced loss of therapy after patient was involved in an automobile accident. As a result, patient underwent surgical intervention on (B)(6) 2019 where the system was explanted.